Manufacturer narrative:
(B)(4).

Event description:
It was reported that during central venous catheter (cvc) insertion in the right subclavian vein, the operating physician observed that the guidewire kinked at the distal end during advancement through the introducer needle. The kinked guidewire was immediately removed, and a new spring-wire guide (swg) was inserted at the same insertion site. There were no reports of patient injury, harm, adverse health consequences, or additional medical interventions associated with this event. The patient's condition was reported as stable ("fine").